Event description:
Related manufacturer reference number: 1627487-2019-05347. Follow up information received that the patient underwent surgical intervention on (B)(6) 2019. The ipg was relocated into a new pocket due to the patient losing weight and her ipg site becoming uncomfortable. Patient has effective therapy post operation.

Event description:
Follow up information received that the patient's pain at the ipg site has been resolved following surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-05347. It was reported that the patient is scheduled to have surgical intervention. The exact reason is unknown to the manufacturer at this time.